Event description:
It was reported via a copy of a facility medwatch report (number not provided) that "part of a plastic trochar broke off inside the patient. The incision was widened and broken piece easily retrieved." Procedure was a right hip arthroscopy.no further patient or event information was provided at the time this event was reported.

Manufacturer narrative:
Follow up with the reporter provided additional information that there were no adverse patient consequences. Lot number, date of surgery, and patient demographics were also provided. Clarification of the event description reference to "trochar" vs. Cannula was requested, but not provided. No further patient information was provided at the time of this report or in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record for the returned cannula revealed nothing relevant to this event. The complainant device is not supplied with a trocar, however, plastic trocars are commonly used with cannulas. Based on the information provided, the identity of the complainant device was not confirmed, therefore a cause of the event cannot be determined. This is the first complaint of this type for this part/lot combination. This information is being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Per risk management will not be returned.